Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dark/black particles, particles in tubing/chamber and cough. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged dark/black particles, particles in tubing/chamber and cough. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed the following from an external and internal inspection: unknown white and black dust-like contamination at the air inlet. Unknown dust-like contamination/fibers in the top enclosure in the sd card accessory area. Unknown residue and unknown white, brown, and black dust-like contamination in the top enclosure in the modem accessory area. Unknown brown and black dust-like contamination/fibers in the iso port. Unknown residue on the inside of the top enclosure, front panel, rear panel and bottom enclosure. Unknown black dust-like contamination/fibers on the bottom of the blower box. Black contamination, consistent with keratin, at the air outlet of the blower box. Potential water spots on the bottom of the blower motor, indicating potential water ingress. The manufacturer also confirmed that the base unit provided airflow using a known good power supply and power cord. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination and unable to address the patient's symptoms in this report, section d9, g3, h3, h6 has been updated.